Event description:
It was reported that the paclitaxel coating on the balloon peeled off. A ranger dcb otw 6.0 x 60mm, 135cm balloon was being taken out of the packaging during preparation when it was noted the paclitaxel coating on the balloon had peeled off. The device was not used and the procedure was completed with another ranger dcb. There were no patient complications.